Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: achieve spiral (model# unknown, lot# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a cryoablation procedure for atrial fibrillation with an ez steer¿ nav ds bi-directional electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient was noticed to have a pericardial effusion and low blood pressure. Cardiac tamponade was confirmed and pericardiocentesis was performed to remove an unspecified amount of fluid form the pericardium. It is unknown if extended hospitalization was required as a result of the adverse event. The patient was reported to be in stable condition and was discharged from hospital. The physician did not attribute the causality of the adverse event to a biosense webster inc. (Bwi) product. There were no error messages reported on any bwi equipment during the procedure. It is unknown if transseptal puncture was performed. The patient received anticoagulant (unspecified) during the procedure. The activated clotting time (act) was >600 seconds during the cryo portion. Multiple attempts have been made to gain clarification on this event with no response. However, no further information has been made available. The ez steer¿ nav ds bi-directional electrophysiology catheter was used for calibration matrix and completion of a cavotricuspid ishmus (cti) line in the right atrium for atrial flutter.

Manufacturer narrative:
It was reported that a patient underwent a cryoablation procedure for atrial fibrillation with an ez steer¿ nav ds bi-directional electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. On 11/19/2018, additional information was received indicating that the physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. The patient outcome was recovered. Transseptal puncture was performed with a brk-1 transseptal needle. Concomitant products: brk-1 transseptal needle (model# unknown, lot# unknown). Manufacture reference no: (B)(4).